Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction and hypersensitive reaction"), migraine ("migraines"), allergy to metals ("nickel allergy"), skin disorder ("allergy : rash/skin condition") and rash ("allergy : rash/skin condition"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, migraine, allergy to metals, skin disorder and rash outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, hypersensitivity, migraine, pelvic pain and skin disorder to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received reporter information was added. New event added rash skin condition, nickel allergy. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction and hypersensitive reaction") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and migraine outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment : incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.